Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle blood was clotting inside of the device causing a collapsed vein during collection. No further patient impact was reported.

Manufacturer narrative:
Investigation summary: material #: 368607 lot/batch #: unknown bd had not received samples, but 1 photo was provided for investigation. The photo shows a generic image of an eclipse needle. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle blood was clotting inside of the device causing a collapsed vein during collection. No further patient impact was reported.